Manufacturer narrative:
Results - evaluation of the returned unit found that the nurse call light turns off intermittently while weight is off the pad and when the cable is wiggled. The nurse cable connects securely and is not loose. Unit passes all other functional tests. Note: instructions for use state: when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the pt unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. There will be no alert at the nursing station or at the bedside if the nurse call cable is unplugged from the alarm. (B)(4).

Event description:
Customer reported that the alarm sounds intermittently. There is a loose connection when the rj11 clip is connected. No visible damage to the outside of the alarm was reported. There was no pt incident or injury reported and the customer did not provide a date when this occurred.